Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's parent via phone call that the customer got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 36 mg/dl at the time of the incident. The customer was at 97 mg/dl at the time of the call. The customer was given food and intravenous glucose to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller believes the pump over delivery twice without delivering a bolus. Troubleshooting was not completed but did not resolve the issue. The insulin pump will be returned for analysis.